Event description:
While performing an acute mi intervention, once the stent was placed upon wire removal it seemed to have caught on the stent strut and sheered wire apart. A second stent was placed to oppose wire to vessel wall. FDA safety report ID# (B)(4).